Event description:
Rptr's greenfield filter was placed because they had a large pe in 2004. Rptr was helicoptered to the hosp eleven months later after it was discovered that rptr had three pe's. After the tpa was performed the doctors figured out why they had 3 pe's despite having the filter; the filter had migrated into the heart. It was lodged in the tricuspid valve. Rptr had open heart surgery and the cardiologist successfully retrieved the filter. Rptr had a different type of filter put in also. As a result of the open heart rptr developed a staph infection, a shunt infection/meningitis, is unable to work, lost 35 pounds, needed physicial therapy after 2 months of living in ICU. It has been awful, all because rptr relied on a filter that migrated. Hosp did notify the MFR. Rptr now knows they recalled the filter 3 months after it nearly killed them.